Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear and unlabeled pouch. A lot number was not returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted and no external damage was noted. During functional testing it was observed that the handle would only partially advance. The basket would not respond when the handle was manipulated. The handle was disassembled, and the drive wire was separated from the handle with nesting in the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the basket out of the sheath. The basket was fully formed and intact. Evidence of solder was present on the handle cannula at the joint. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report of unable to manipulate the basket. This report was due to a separation of the drive wire in the device handle. The cause of the separation is unknown. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography for cbd stone extraction, the physician used a cook memory ii double lumen extraction basket. It was initially reported that the nurse opened the packaging of the new product and inspected the basket for any abnormalities before inserting it into the scope and it did not move. The basket also did not come out of the sheath. There was no reportable information at that time. The device was received on (B)(6) 2026 and the basket would not move when the handle was manipulated. The handle was disassembled, and the drive wire was separated from the handle with nesting in the purple hub. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.